Event description:
Information was received indicating that a smiths medical pump was noted to have a broken barrel clamp that will not move. There was no patient present at the time of the event. There was no reported adverse events.